Manufacturer narrative:
Physio-control further evaluated the customer's device at the product assessment center (pac) and the cause of the reported issue was determined to be due to shorted cr21 of the analog pcb assembly.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed.

Manufacturer narrative:
A physio-control service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. It was confirmed that the device can not be repaired. The customer will receive a replacement device.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed.